Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to t-wave oversensing. The second shock induced the patient into ventricular tachycardia (vt), which was appropriately detected and successfully converted with an 80 joule shock from the device. It was reported the patient experienced syncope during the shock episodes and was hospitalized. A review of the episodes with t-wave oversensing showed a very different morphology than the real-time s-ecgs after the episodes. In the episodes, the r/t ratio appeared reversed and the physician believed the rhythm was supraventricular tachycardia (svt) or atrial fibrillation (af). A transesophageal electrophysiological (tee) study was performed and the af arrhythmia was induced. The t-waves had a very large amplitude over the r-waves in the qrs. A new s-ICD screening was performed and failed in all vectors. The device was programmed off to avoid inappropriate therapy and the patient was being considered for an ablation procedure. No additional adverse patient effects were reported. It was later reported that the patient underwent a successful ablation procedure and the device was programmed back on.